Event description:
It was reported that the patient awoke to find the infusion set tubing disconnected from the connector while using a steel cannula infusion set (6 mm, 23 in), and the patient attributed the event to not tightening the connection during the last supply change; the patient reconnected to the device and the issue resolved. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no alarms. Investigation included technical support review and user education on proper connection technique. Investigation of this case revealed user handling as the likely cause with no device malfunction identified and normal performance after reconnection. It was concluded that, based on previously established findings for similar reports, that the cause of the event resulted from improper assembly or incomplete connection by the user, with no reportable health effects and no further action required.